Manufacturer narrative:
The device was not returned for analysis. It may be possible that the delivery system was inadvertently pushed distal during deployment causing the stent to stack and shorten; however, this could not be confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported stent shortening. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a 90% stenosed and moderately calcified de novo lesion in the iliac artery. An 8x60mm absolute pro self-expanding stent was implanted; however, the stent stacked and shortened by 30mm only covering the distal part of the lesion. An 8x40mm absolute pro was successfully deployed to cover the proximal part of the lesion. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.